Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during pre-op. The reloads were not able to fire. The surgeon was able to press the green button. To complete the procedure, a new handle and reload were opened. No patient injury or extension in surgical time. Patient status is alive, no injury.